Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer stated that the blue adapter was cracked and blood leakage occurred. The catheter was pulled and replaced with a new one.

Event description:
The sample was returned. All the possible causes were identified. The manufacturing lot number associated with this complaint was 325241). The DHR review indicated that there was no quality issues associated with this defect mode. DHR was reviewed and no deviations related to this failure mode were found. There are not ncrs related to the reported issue. This defect was confirmed per received sample. Sample consisted of one blue adapter that showed a crack on the thread section. Based on the available information the most probable root cause could be considered as misuse due to adapter over tightening or mating with a non-standard component, therefore this failure is not manufacturing related. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% adapters inspection for cracks and pressure testing respectively at the final stage of production, which would identify adapters issues in the catheter assembly. This complaint will be used for tracking and trending purposes.